Manufacturer narrative:
The technician inspected the bed and found the bed functioning normally. Could not duplicate the alleged malfunction.

Event description:
Information received indicates the head of the bed is not moving up or down.